Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. This report will be amended when our investigation is complete.

Event description:
It is reported that upon inserting the humeral trial, the distal humerus suffered a contained fracture.